Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As there was no sample or photo available for evaluation, a root cause could not be determined and the indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: event attributed to: device single use?: device returned to manufacture.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. There was no report of injury or further medical intervention.